Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they just changed battery in insulin pump and it did not recognize new battery. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that they had tried multiple new batteries and it did not recognizing. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the display was blank currently. The customer removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.